Event description:
It was reported that a amia pd cycler experienced a low priority 30176 alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. Nothing unusual was noted about the supplies; however, it was reported that the cycler was positioned more than twelve inches higher than the home patient. As the therapy had already been ended, the patient would lower the cycler's position for future therapies. There was patient involvement, but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.